Manufacturer narrative:
The other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a consumer via a manufacturer representative with an implantable drug infusion pump indicated for non- malignant pain and chronic low back pain. The pump contained saline. It was reported the patient was in a car accident 2 years ago and was having pocket swelling off and on since; developed increased swelling in the pump pocket 2 weeks before report. The patient had withdrawal symptoms 2 weeks prior to the report, so they were referred for a (B)(6) study. The health care provider (hcp) refilled the pump with preservative-free normal saline, and pocket fluid was aspirated that was negative for infection; waiting for results for cerebrospinal fluid (csf) and drug. The medical doctor (md) was unable to aspirate from the catheter access port (cap) during the (B)(6) study by using a cap kit. Flipped pump had been ruled out by the md. No intervention was planned at the time; possible surgery in the future. The issue was not considered resolved at the time of the event; the situation was being addressed by the hcp. Follow-up not required at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.